Event description:
There was an allegation of questionable elecsys vitamin d total iii assay results for 3 patient samples on a cobas 6000 e 601 module. For patient 1, the initial vitamin d result was 90.1 ng/ml. The sample was repeated the next day and the repeat result was 51.9 ng/ml. For patient 2, the initial vitamin d result was 55.7 ng/ml. The sample was repeated the next day and the repeat result was 18.7 ng/ml. For patient 3, the initial vitamin d result was 53.3 ng/ml. The sample was repeated the next day and the repeat result was 19.6 ng/ml. The initial results were reported outside of the laboratory. The repeat results were deemed correct. The reagent lot number is 66279700 and the expiration date is 31-jul-2023.

Manufacturer narrative:
Calibration was last performed on 29-dec-2022. The qc recovery data provided was acceptable on the day of the event. The alarm trace did not contain a conspicuous event. The field service engineer found that the measuring cells had very high test counts and replaced them. Calibration and qc were performed successfully. The service maintenance actions performed by the field service engineer resolved the issue. No further issues were reported after the service visit.